Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: rp flex with smartassist system with automated impella controller section: warnings & cautions: warnings. ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support post heart transplant due to right heart failure / heart transplant rejection. It has been reported that after pump start, no placement signal was available. Good position in the ventricle was verified per fluoroscopy. Later on the day of impella insertion, pericardial effusion was diagnosed by echo. Pericardial window was done overnight at bedside and 300 ml of fluid was drained. A chest tube has been placed. The surgeon suspects that the impella device caused the pericardial effusion during insertion. The patient has been noted as stable afterwards. The patient is still on impella support.

Manufacturer narrative:
The investigation of vascular damage - great vessel has been completed. The root cause of the pericardial effusion and its relation to the impella were not determined since insufficient clinical information was provided and no abnormalities were found on the pump. E4 should have been left blank on manufacturer device report 1220648-2024-14063.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the placement signal issue has been completed. Data logs showed the placement signal was abruptly lost during impella insertion prior to activating the pump. Electrical resistance testing revealed that there was an open line in the differential pressure sensor. Visual inspection revealed a significant deformation of the silicone on the differential pressure sensor with a track mark, indicating interaction with an external object; additionally, small scratch marks were observed all over the sensor. No other abnormalities were found. All motor phases were within specification, and the pump was able to start and run with no issues. In conclusion, it was determined that the cause of the placement signal issue was an open electrical line due to use related damage to the differential pressure sensor. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report 1220648-2024-14063.